Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis could not be performed because the product was not returned for analysis. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, interaction with the previously implanted stents, and/or accessory device support. Reportedly, a previously implanted stent was deployed at a bifurcation and several devices failed to advance, which suggests that the conditions were challanging. It is likely that the interaction with the previously implanted stent contributed to the reported failure to advance, which likely bunched the distal outer sheath such that the stent implant became exposed and prematurely deployed, as reported. The reported event appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. Reportedly, the absolute pro self expanding stent system was used in the right iliac artery. It should be noted that the absolute pro instructions for use (IFU) states that: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. Although the device was used in an off label application, it does not appear to have contributed to the reported event as the failure to advance and subsequent premature deployment as a result of interaction with a previously implanted stent.

Event description:
It was reported that during the procedure in the right iliac artery, contralateral approach, an attempt was made to advance the absolute pro stent system. At the bifurcation, the stent system could not advance due to a previously implanted unspecified stent. During the attempt to advance, the protective sheath was pulled back exposing the stent. The stent did not partially deploy. The stent system was removed from the anatomy without adverse patient effect. Multiple unsuccessful attempts were made to advance non-abbott stent systems. A non-abbott stent system ultimately crossed and was implanted at the target lesion. The inability of the absolute pro stent system to advance did not significantly prolong the procedure. Though requested, additional information was not provided.